Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v163562, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that there was a por (power on reset) code. The patient was in her bathroom and denied being around any sources of emi. No trauma/falls reported that could be related to this issue and no recent medical test or emi environmental exposure. She was no longer seeing por. She just keeps getting poor communication. Symptoms reported were stimulation sensation ceased. This was noted as a sudden change. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported they met with their healthcare provider who confirmed the battery was dead. A replacement surgery was scheduled for (B)(6) 2015.